Event description:
Information was received from a patient who was implanted with a neurostimulator. The patient also stated that they had "already burned through 4 of them." This was clarified to mean that the patient had 4 previous ins devices. The patient stated that the health care professional (hcp) tried a lot of things that did not work. The hcp had to "yank it out and put something else in." The patient stated that they had multiple problems. The ins replacement dates were reported to be (B)(6) 2006, (B)(6) 2007, and (B)(6) 2010. The patient stated that they did not know if the replacements were due to normal battery depletion, but thought that the one in 2007 seemed like it was premature being less than a year after implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.